Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the pfna 12 long le 130° l400 tan (part# 04.027.271s, lot# 27p8340 qty# 1) was returned and received at us cq. Upon visual inspection, it is observed that there were drill marks and deformation on the proximal blade hole of the nail. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to post manufacturing damage. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint is confirmed. Investigation conclusion: the complaint is being confirmed for the pfna 12 long le 130° l400 tan (part# 04.027.271s, lot# 27p8340 qty# 1) as there were drill marks and deformation on the proximal blade hole of the nail. However, there were no signs of any breakage of the nail. A definitive root cause could not be determined for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code: 04.027.271s, lot number: 27p8340, manufacturing site: bettlach, release to warehouse date: 06.12.2019, expiry date: 01.11.2029. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during proximal femoral nail anti-rotation (pfna) procedure, surgeon drilled into the nail using entry drill for pfna blade. Surgeon had to remove the inserted implant and exchange for the new pfna nail. Surgeon used excessive force due to patient's hard bone. Fragments were generated but were removed easily without additional intervention. There was a surgical delay of twenty (20) minutes. The procedure was successfully completed. There was no patient consequence reported. This report is for one (1) pfna ø12 long le 130° l400 tan. This is report 1 of 1 for complaint (B)(4).